Event description:
Patient has been having bouts of afib." Lead manufactured by biotronik. Case: (B)(4). / sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).